Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set leaked from an unknown location. This was discovered when the patient was ready to disconnect after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
Correction d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.